Manufacturer narrative:
Film evaluation summary: the reported inaccurate delivery and suprarenal stent mis-shape was confirmed on the films provided. The most likely contributor to the observed event was the patient anatomy with severe aortic neck angulation and narrowing noted. It is considered that this angulation let to the original issues with complete deployment of the suprarenal stents. The subsequent techniques used to fully release the suprarenal stents, are likely to have led to the misshapen suprarenal stents and resulted in the unintentional occlusion of the left renal artery. Analysis of the returned CT angiograms did not reveal any other obvious out of specification stent graft integrity issues. The delivery system is not returning so further analysis of the device cannot be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the gyro technique was performed to resolve the issue of the spindle of the delivery system and the suprarenal stent being stuck during removal, this was done by rotating the entire delivery while moving the delivery system up and down. It was reported that the issue was almost resolved by performing this technique, but this time it failed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported during the index procedure, when deploying the supra-renal stent of the main device, it seemed that the tip of the s upra-renal stent was not completely deploy and was stuck. At this point, it was reported that the procedure was continued because there was no particular problem. The device got stuck when removing the delivery system, and even when using trouble shooting such as the gyro technique, it seemed that the tip of the supra-renal stent was stuck and did not move. In addition because the proximal neck was bent, the force was applied to the great curvature side, and the torque was not transmitted well. The delivery system was pushed up with brute force, and issue of the stent being stuck managed to be resolved, but the supra-renal stent ended up being damaged. When the delivery system was moved up, the device moved up slightly and covered the renal artery,resulting in the patient needing postoperative dialysis. As per the physician the cause of the event was patient vessel morphology. Due to the length of the proximal neck and tortuosity, to rque could not be transmitted, and the procedure was therefore reported to be difficult. No additional clinical sequalae were provided and the patient will be monitored.